Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Unit gtin code: (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the shunt sensor leaked. The shunt sensor had not passed calibration but was still used in the extracorporeal circulation, when the leak was found. Less than 1cc of blood loss. Product was changed out. Surgery was completed successfully.